Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion set was leaking at the headset resulting in a wet adhesive and high blood glucose values of 18 mmol/l. This occurred with 6 headsets.the patient managed her high values with additional insulin injection via pen.